Event description:
Event description guidant received information that this atrial lead had impedance measurements greater than 2500 ohms, noise and no sensing. The lead was still capturing. A technical services consultant suspected a lead fracture.